Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility reported a colleague pump with an occlusion alarm. The reported condition was identified during patient therapy. Interruption of therapy has been reported. There was no patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown.no additional information is available.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).

Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of more than 600mg/dl. The wife stated that the customer was not receiving any insulin and the insulin pump failed. No further information was provided.